Event description:
It was reported that the surgeon attempted to insert a competitor's lens but noticed a burr on the aq cartridge-fp. The lens was not inserted and there was no pt contact or injury. There was no lens damage.

Manufacturer narrative:
H6. Evaluation results: visual inspection of the returned product found the cartridge tip slit bent. There was evidence of clear surgical residue. A cartridge lot number search was performed and no similar complaint was found. Conclusion: (no conclusion can be drawn): based on the complaint history, lot number search and the evaluation of the returned product, specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.